Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. There were no additional adverse patient effects reported. All available information indicates that the s-ICD remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.